Event description:
It was reported that the pt underwent cesarean section in 1995. On post-op day#3 they developed a fever. It was felt that they had a wound infection and were started on IV antibiotics. Six days later they had spontaneous drainage of a large amount of seropurlent drainage from the left side of the incision. The incision was irrigated. The following day they developed significant redness around the area radiating down the left thigh indicating a high probability of necrotizing fasciitis. They were taken to the or for debridement. Nectrotizing fasciitis was discovered in the subcutaneous fat and scarpa's fascia. They improved post-op and was discharged in stable condition the following month to be followed by home health for continued IV antibiotic therapy.